Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device was malfunctioning. This is not a reportable event. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours.